Event description:
Hcp reports patient with severe morphine withdrawal symtpoms, follow-up to be done. Catheter contrast study in 2001 normal reservoir volumes normal. Possible intermittent catheter kink. Hcp to try indium study. No report of device explantation.

Event description:
Hcp reported the pt had acute onset of withdrawal symptoms on 5/2001 including shaking, muscle spasms, abdominal pain, sweating, and extreme anxiety. The correct amount of morphine residual was removed and replaced in the pump and the pt was given demerol 200 mg IV. The symptoms resolved. She returned to the office 5 days later with the same symptoms. She had also been running low grade fevers for the previous 5-6 weeks with no indentified origin. A myelogram was done that showed no signs of pump dysfunction. The hcp feels the symptoms may be related to the fever and a reported thyroid condition. The pt was given oral analgesics to use in case of the symptoms returning. She has not had withdrawal symptoms since then.